Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No alarms were noted.

Event description:
The customer was hospitalized due to pain, but was experiencing high blood glucose levels during the hospitalization. The customer stated that her recent blood glucose levels has been treated. Troubleshooting was performed, and found several alarms in the alarm history. Advised that the insulin pump would be replaced. Nothing further was reported.